Manufacturer narrative:
The products were not returned for analysis. A review of the manufacturing records could not be conducted without a lot number.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. Ten years later, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc. As a direct and proximate result of the malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Code 2001 modified to 2135. After further review of additional information received, the following sections have been updated accordingly: date of report, date rec¿d by MFR, PMA/510k, type of reportable event and if follow-up, what type. Event: as reported, the patient underwent placement of the trapease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of heparin induced thrombocytopenia (hit), pulmonary embolization and contraindication to anticoagulation therapy. The patient had a platelet count of 37,000 prior to surgery due to hit. The filter was successfully deployed via the right femoral vein. It was placed significantly below the renal veins. A post implantation venogram revealed that the filter was located above the bifurcation of the right and left legs. Ten years later, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc. The results of a CT scans done approximately ten years after the index procedure indicate that the filter extends from the l2-l3 level to the mid l4 level. The CT scan revealed that six prongs have perforated the inferior vena cava. The maximum distance of prong perforation is 3 mm. The coronal scan image shows a 7-degree tilt right to left. The sagittal scan images show a 3-degree tilt posterior to anterior. The diameter of the inferior vena cava directly above the filter is 17 mm by 18 mm. Per the patient profile form (ppf), the patient reported swelling in his legs, groin region and veins and anxiety. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and swelling do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information received per the medical records indicate that the patient has a history of heparin induced thrombocytopenia (hit), pulmonary embolization and contraindication to anticoagulation therapy. The patient had a platelet count of 37,000 prior to surgery due to hit. The filter was successfully deployed via the right femoral vein. It was placed significantly below the renal veins. A post implantation venogram revealed that the filter was located above the bifurcation of the right and left legs. Additional information received per the patient profile form (ppf) states that the patient also experienced swelling in his legs, groin region and veins. The patient fears the filter will cause more severe damages.   The results of computed tomography (CT) scans done approximately ten years after the index procedure indicate that the filter extends from the l2-l3 level to the mid l4 level. The CT scan revealed that six prongs have perforated the inferior vena cava. The maximum distance of prong perforation is 3 mm. The coronal scan image shows a 7-degree tilt right to left. The sagittal scan images show a 3-degree tilt posterior to anterior. The diameter of the inferior vena cava directly above the filter is 17 mm by 18 mm. Section e3: occupation: other, litigation paralegal section d4: the lot number provided is illegible. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Correction to (product code).

Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. Ten years later, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of the malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.